Event description:
It was intended to use one onyx frontier coronary drug eluting stent to treat a lesion. There was no damage noted to the packaging. No issues were noted when removing the device from the hoop/tray. The sheath was removed per IFU. The device was inspected with issues noted. Negative prep was not performed. It was reported that the catheter/delivery system was deformed, and the stent was not used. The delivery shaft was found to be broken when opening the packaging of the device. The device was not used in the patient.

Manufacturer narrative:
Product analysis #705939323:device decontaminated with cidex-opa. The device returned with a detachment at the exchange joint, exposing the core wire. The material at the exchange joint was jagged on both sides of the detachment site. Blood was visible in the inflation lumen.there was bunching evident to the inner member. The stent had displaced proximally on the balloon and was not positioned on the balloon between the marker bands as per specifications. The proximal stent wraps were positioned over the proximal markerband. There was deformation evident to the proximal stent wraps with struts raised. Proximal stent od = ( 0.058 inches); mid stent od = (0.048 inches); distal stent od = (0.044inches). Specification = ( 0.055 inches) max. The stent was not positioned against the proximal pillow as per specification. Crimp impressions were visible on the exposed balloon surface. There was deformation evident to the distal tip. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.